Event description:
The pt has been reprogrammed to try to receive additional hip and buttock area stimulation coverage. It was reported the lower contacts on the pt's lead have high impedance. The physician has decided to replace the pt's lead with a different lead. The appointment for the replacement has been scheduled.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.